Manufacturer narrative:
Other text: one level 1 hotline low flow systems - hl-90 was returned for analysis due to a loud motor noise. The device had an outdated printed circuit board ( pcb) and power switch. It had a cracked tank cover, wear and tear and a damaged front cover, plate clip, and enclosure. The investigation started with a visual inspection then the operator filled the tank with water, attached temp check, plugged in line cord, and turned on power switch. The reported issue was confirmed. The motor was loud. The cause was unable to be determined. No action was taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device has loud motor noise, shaking and vibrating from pump motor. Incident did occur while in use with a patient, no injury resulted.